Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Nurse stated that customer was found unconscious at home and pump was disconnected from her when she was found. Troubleshooting performed and the pump tested okay.